Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties were due to operational context. Based in the reported information, the guide wire kinked during use which caused the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified and tortuous lesion in the left superficial femoral artery (sfa). The 6x150mm supera self expanding stent system (sess) was advanced over the non-abbott guide wire. The guide wire kinked and the supera became stuck on the wire, it could not advance or retract. The sess and guide wire were removed together. Another supera stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.